Manufacturer narrative:
(B)(4). Approximate age of device ¿ 70 days. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient's lactate dehydrogenase (ldh) level was elevated, with occasional low inr. The patient was admitted to the hospital when the ldh level was over 800 u/l and mean arterial pressure reading was over 100. The patient was placed on an integrilin drip and then a heparin drip with a slow decrease in the ldh level; however, the patient's ldh level then increased to over 1000 u/l and a pump exchange was completed on (B)(6) 2017. No additional information was provided.

Manufacturer narrative:
Evaluation of the pump confirmed the presence of thrombus. Although a specific cause for the deposition and a time frame for which it was present in the pump could not be determined, if it were present during device operation it could have potentially contributed to the report of elevated ldh. The pump was returned assembled with the driveline severed approximately 5 inches from the pump housing and a distal portion was returned measuring approximately 33 inches. The sealed inflow conduit, sealed outflow graft, and outflow bend relief were not returned. Upon disassembly, visual inspection of the blood-contacting surfaces revealed a small, tissue-like deposition on the distal side of the inlet stator and was adhered to the rotor bearing ball. The deposition revealed evidence of denaturation adjacent to the rotor bearing ball, indicating that it was present during pump operation. Additionally, the deposition showed evidence of laminated layering suggesting the deposition likely formed at this location. The remaining blood-contacting surfaces did not reveal any depositions or thrombus formations. Examination of the pump bearings, rotor, and blood-contacting surfaces did not reveal any anomalies related to wear or damage. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.